Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on (B)(6) 2015 for further investigation. During the investigation the fse found a defective wash heater. The part was replaced along with three syringe seals and probe tip. The fse then cleaned and lubricated all moving mechanisms. Then performed daily checks followed by a control run. All procedures and control run were completed without any errors. The instrument is functioning as intended and was released. The most probable cause for this event is the wash heater. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 the customer reported error 3019 washer low , 3020 diluent low and temperature low on their aia-360. The customer indicated that they primed the instrument and that there is sufficient washer onboard the instrument. The technical support specialist (tss) advised the customer to clean the electrodes in both bottles, clean the bottles connection contacts and if it fails to install new washer and diluent. Customer called back and indicated that the error is still occurring. The ts group then advised the customer to reseat the main level sense cable connection connector in the back of the analyzer but the error still occurred. Customer requested service in order to address the reported issue which resulted in delayed reporting of results for e2, lhii, fsh and pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.